Event description:
As reported, the sorbafix staples did not fasten and upon application of the first staple, the plate was caused to rotate 360°, resulting in the procedure having to be repeated. Another device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to secure the mesh. The subject device was not available for evaluation. Based on the information provided and without having the sample to evaluate at this time, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note, the date of event (20-jan-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.